Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown/not provided. D4: additional device information unknown/not provided. D4: unique identifier (UDI) number not available. G4: premarket identification: k011028/k013227. H4: device manufacturer date unknown/not provided.

Event description:
The doctor reports that the dental implant located in position number 15 failed because it fractured at the head. The doctor reports that the procedure was concluded by placing another implant. Bone type: I. The doctor reported : inflammation.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative zimvie received one (1) tsvb10, (impl tapered scr-v sbm 3.7mm 3.5mm 10mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, and was observed fractured at the collar region. A fractured screw fragment was seen stuck inside the implant. However, customer indicated the screw fractured as part of the implant removal process, and that it had no issues. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 63811791. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63811791 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period ¿ patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(6). The following fields have been updated: b4: date of this report. B5: describe event or problem. D6a. If implanted was changed to unknown. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H10: additional narrative. After follow up on aug 26, 2024, the implant date is not available, the implant was expired prior to the placement date, therefore the implantation date will remain unknown.

Event description:
No further event information is available at the time of this report.